Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported by the account. It was reported that the patient underwent a routine heart transplant. The device operated as expected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Although no device related issues were reported by the account, section 1 of the IFU ¿introduction¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine transplant. The device operated as expected.

Event description:
It was reported that the patient underwent an unknown transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.